Event description:
The customer contact reported the pt rec'd more medication than intended. On (B)(6) 2011 at 1715, line a was programmed to deliver an unspecified maintenance solution at a rate of 10ml/hr. Line b was programmed to deliver doxorubicin 16mg and vincristine 0.7mg at a rate of 53ml/hr for a duration of 21 hrs and the deliveries were started. No further programming parameters were provided. The customer contact reported the delivery completed on (B)(6) 2011 at 1200 instead of 1415 as expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. The dates and programming present in the history did not correlate with the customer's reported settings and event info. This report represents all the info known by the rptr upon query by hospira personnel.